Event description:
Implanted on 11/03/96. Revision surgery was performed on 12/02/96, due to post operative hematoma and instability. Surgeon revised with thicker poly bearing to improve stability.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. This type of event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. Current information is insufficient to permit a valid conclusion as to the cause of the event. A fax was sent to the user facility on 12/27/96. Co received a medwatch report from the user facility on 01/15/97. D6 the following are additional part and lot numbers: part#: 153984, 153851. Lot#: 499940, 365510.